Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer report number: 2017865-2023-14163. It was reported that the patient presented for an in-clinic device check. An interrogation of the device revealed high capture thresholds and noise exhibited by both the right atrial (ra) and right ventricular (rv) leads. The ra lead also exhibited high pacing impedance, while the rv lead exhibited low pacing impedance. The patient was scheduled for revision on (B)(6) 2023 where both leads were capped and replaced. The patient was stable.